Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The air dryer filter was replaced. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 840 ventilator generated a compressor failure message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.